Event description:
It was reported that during use of the bd venflon¿ pro safety shielded IV catheter here was an issue of leakage. This caused the patient under anesthetic to move during operation. Anesthetist gave a bolus of anesthetic. The following information was provided by the initial reporter: the patient was seen to move during the operation - they took swift action and looked under the drapes, the anaesthetic had been bypassing through a faulty valve in the cannula and thus the patient hadn¿t been getting the correct dose of the anesthetic leading to movement. The anesthetist removed the cannula and took a video of water flushing through it to demonstrate. I will aim to get hold of the video to send to you. Patient for left acl having tiva anesthetic moved during the op after 1 hour of anaesthesia/surgery. Bolus of anesthetic was given. *on examination under the drapes the veflon valve became faulty sometime during the procedure and part of medication was coming out from the valve *unable to see the problem as patient was underneath the sterile sheaths.

Manufacturer narrative:
Investigation: one video was received by our quality team for investigation. Upon visual inspection leakage was observed from the injection port; therefore the incident can be verified. It was also observed that the valve under the port had moved. A device history record review found no non-conformance's associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. A trend for the moving injection valve has been observed for this product line. A project has been started to further determine the reason for the moving injection valve in the venflon pro safety so that a fix can be made to further prevent this issue. (B)(4) was initiated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd venflon¿ pro safety shielded IV catheter here was an issue of leakage. This caused the patient under anesthetic to move during operation. Anesthetist gave a bolus of anesthetic. The following information was provided by the initial reporter: the patient was seen to move during the operation - they took swift action and looked under the drapes, the anaesthetic had been bypassing through a faulty valve in the cannula and thus the patient hadn¿t been getting the correct dose of the anesthetic leading to movement. The anesthetist removed the cannula and took a video of water flushing through it to demonstrate. I will aim to get hold of the video to send to you. Patient for left acl having tiva anesthetic moved during the op after 1 hour of anaesthesia/surgery. Bolus of anesthetic was given. *on examination under the drapes the veflon valve became faulty sometime during the procedure and part of medication was coming out from the valve *unable to see the problem as patient was underneath the sterile sheaths